Event description:
Enduser advised right rubber tip has came off the wheel lock. Enduser advised veranda but could not provide serial number. Enduser advised went back to dealer but they advised only sell do not service. Enduser could not provide any further information.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.